Manufacturer narrative:
Of the 1 allegations of a malfunction, no pumps were returned to animas. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a time/date issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 21-21 years of age and between 125 and 125 pounds. Of the reported patients, 1 was male.